Event description:
The original report submitted to us from the surgeon had stated that the implant had fractured in the pts mouth. The investigation results conducted by us, have revealed that the fixture has not fractured. No further info is currently available from the surgeon in reference to if a complaint exists.

Manufacturer narrative:
This follow-up report represent corrected info that has been discovered during the complaint investigation. The findings have show that the component returned for analysis is in fact not fractured, and also is a different component number than previously submitted. No further info is available at this time from the surgeon that indicates that a product complaint is present.